Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section d6a - implant date: does not apply - lens was not implanted section d6b - explant date: does not apply - lens was not implanted and therefore not explanted section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed, and the customer's reported complaint could not be verified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when using the preloaded monofocal intraocular lens (iol), the iol did not slide easily in the injector, and the plunger and the lens got stuck near the tip of the injector, resulting in damage to the iol. There was no patient contact with the product as the issue occurred prior to use. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: august 12th, 2024. Section h3 - device evaluated by manufacturer? Yes . Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection revealed that the plunger rod was advanced. A haptic was observed to be sticking out of the cartridge tip and was overridden by the plunger rod. The lens module was inspected, presenting with no viscoelastic residue or damage. Device assembly was inspected and no issues were identified. Plunger rod advancement was inspected and no issues were identified. The lens was cleaned, presenting with damage to the edge of the lens and the haptic detached/torn off at the haptic optic junction. The complaint issues "lens damaged" and "stuck in cartridge" were identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there was no indication of a product deficiency or product malfunction. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.